Event description:
A report was received that patient will undergo a revision for unknown reason.

Event description:
A report was received that patient will undergo a revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial / lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was not receiving adequate stimulation. The patient underwent a lead revision wherein the lead was explanted per physician's preference. The patient was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.